Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid and the dilution cup overflowed. Testing was aborted. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The operator detected the issue and aborted testing, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) arrived on site and determined that one of the connectors to the waste bottles was not connected. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. (B) (4)